Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers failed to open. The customer tried to recover and rebooted the station, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed to open. A field service engineer (fse) reseated drawer controller board connector and retractor band connector to resolve the issue. Further the fse tested the drawer in med application. The system functioned as intended after the field service engineer repaired the device.